Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to loss of capture and high capture thresholds. X-ray showed a similar lead position from implant date, the physician documented the cause of these issues to be from a micro-dislodgement. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to loss of capture and high capture thresholds. X-ray showed a similar lead position from implant date, the physician documented the cause of these issues to be from a micro-dislodgement. This lead was returned for analysis. No additional adverse patient effects were reported.